Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head connector was found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the latch tab of the power cord bay was cracked and the stylus insulation was cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(64.

Event description:
It was reported the header port was working intermittently. A new header was tried and problem continued. It was necessary to press down on the port to allow it to work intermittently. The programmer was returned for repair. No patient complications have been reported as a result of this event.